Event description:
In march 2004 the pt called lfs alleging that their surestep enhanced meter was prompting the error 5 message. Senior medical affairs specialist obtained additional information the next day. Pt reported that the meter had started prompting the message approximately 7 months ago. Pt eventually ran out of test strips and stopped using the meter. Two months ago pt was seen at the lab for a blood glucose test and a result of 239 mg/dl was obtained. Pt had been feeling weak, tired, hungry, and having pains all over their body. No treatment was administered. Pt was prescribed to take insulin at that point in time. Recently, pt has been prescribed oral medication and special diet to control their diabetes. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. The customer service representative discovered that the pt had been cleaning the meter with alcohol. Pt was walked through troubleshooting and the meter prompted the error 5 message after cleaning the meter properly and retesting. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced.